Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty procedure. While being applied on the stomach, the device was unable to fire because the handle broke off. It did not fall into the patient cavity. There was poor staple formation which resulted to an incomplete proximal staple line. A new reload was used in order to fix the staple line. The case was completed using a new device. No patient injury.